Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited system impedance measurements greater than 400 ohms and the device was emitting beep tones. The patient denied any impact around the device site, and x-rays showed no issues with the connections, system configuration, or terminal pin position. Upon further review of shock lead data, abnormal measurements as high as 9,999 ohms were observed. These abnormal measurements were consistent with a hardware issue on the s-ICD, and likely not an electrode issue. The plan was to explant and replace the s-ICD and the electrode. Review of device data indicated the device was in reverse polarity, and it was noted that therapy was off at the replacement procedure. Additional information received reported that it was not possible to rule out an electrode issue at this time, and analysis was requested to determine whether device settings were unintentionally changed. This s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.